Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿hernia repair with a mesh, intraperitoneal mesh repair, gore-tex/marlex¿ was not provided.] Product identification for the alleged gore device were not provided. On (B)(6) 2014 (B)(6) hospital. Operative report. Preoperative diagnosis(es): infection, prior umbilical hernia repair with a sinus tract. Postoperative diagnosis(es): infection, prior umbilical hernia repair with a sinus tract. Operation: excision of sinus tract. Exploration and debridement of wound. Packing of wound. Indications: the patient is a 68-year-old white male, diabetic, overweight, had a hernia repair with a mesh, intraperitoneal mesh repair, gore-tex/marlex done at (B)(6) hospital about a year ago. He is having a problem since with sinus drainage to punctum and the middle umbilicus. Preop labs and clearance was done by dr. (B)(6). Labs were within normal limits. The patient has a penicillin allergy. He was seen by infectious disease, dr. (B)(6). He has no antibiotic coverage preoperatively. Cultures were taken intraoperatively. Description of procedure: ¿the patient was shaved, prepped, and draped in the usual manner. Local anesthesia, 1% lidocaine, was instilled. A lacrimal gland probe was placed in the punctum in the depths of the umbilical skin that went eventually down to the level of the mesh. A frown incision was made from about 9 o¿clock to 3 o¿clock taken through the skin, previous incision taken through the skin and subcutaneous scar tissue and subcutaneous tissue. We were able to encircle the lacrimal gland probe and completely excise the sinus tract including the skin from the skin to the level of the mesh. The wound was entirely debrided of what appeared to be chronically infected granulation tissue. There was no evidence of pockets of pus or abscess formation. The hemostasis was accomplished with bovie cautery. Multiple cultures, aerobic and anaerobic, were taken. Pathology specimens were sent for pathology and to culture and sensitivity. The wound was then irrigated with saline and packed with betadine-soaked 4x8 and dressed, and this will be re-packed and dressed in my office postoperatively .¿ [missing records: a pathology report detailing analysis of the device collected during the (B)(6) 2014 were not provided.] [Missing records: a culture report detailing analysis if the specimens collected during the (B)(6) 2014 were not provided.] On (B)(6) 2015 (B)(6) hospital. (B)(6), md. Operative report. Assistant(s): (B)(6), md. Anesthesiologist: (B)(6), md. Anesthesia: general. Preoperative diagnosis(es): incisional hernia, abdominal wall. Infected mesh. Subcutaneous and deep muscular abscess. Abdominal adhesions. Postoperative diagnosis(es): incisional hernia, abdominal wall. Infected mesh. Subcutaneous and deep muscular abscess. Abdominal adhesions. Operation: exploratory laparotomy. Lysis of adhesions. Explantation of infected mesh. Incision and drainage of abscess. Repair of the abdominal wall hernia with rives repair including myofascial and lipocutaneous flap creation. Placement of biologic mesh. Indications: this is a 68-year-old gentleman who approximately one year ago underwent an umbilical hernia repair with mesh. He has subsequently had a draining fistula as well as tenderness and discomfort for the past 11 months. He had undergone excision of a tract in (B)(6) 2014, which did not provide relief but was able to ascertain cultures of gram-negative rods. The patient was subsequently treated for least one month of antibiotics but continued to have significant drainage as well as what appeared to be necrotic granulation tissue in the umbilical stalk. I met the patient in (B)(6) 2015 and on exam and after reviewing all of his records advised him to undergo a formal excision of the mesh along with repair of his abdominal wall, likely requiring rives repair. I did also inform the patient on multiple occasions that he would most likely require an umbilectomy and the patient had no objection to that. He did undergo preoperative clearance and was prepared for operation. Description of procedure: ¿after the informed consent was obtained, the patient was brought to the operating room and placed supine on the operating table. Anesthesia placed all appropriate monitoring lines and then carried out smooth induction of general endotracheal anesthesia. The patient had scds [sequential compression devices] placed for the duration of the operation. His abdomen was prepped and draped in the usual sterile fashion. A time-out was called and confirmed by all members of the operating room team. A 10 blade knife was used to make an incision that encompassed his umbilicus along with approximately 46 cm both superiorly and inferiorly to the umbilicus. Using electrodissection, all of the surrounding soft tissue of the umbilicus was excised. This was done down to the level of the anterior rectus sheath. At the 4 to 7 o¿clock position on the incision, we found that there was significant amount of herniation of the anterior abdominal wall and there was no mesh still present with regard to the fascial edges. At the 9 o¿clock position of the incision, we encountered a large pocket of purulent fluid, which was gram stained and cultured. Then dissection was then carried down through the anterior rectus sheath past the level of the rectus musculature, posterior rectus sheath, and into the peritoneum. We did an en bloc resection of the umbilicus along with the underlying mesh and abscess cavity, and this was all sent for permanent pathology. At the fascial edges, kocher clamps were placed and the abdominal wall retracted anteriorly. A lysis of adhesions was then performed using sharp dissection with a metzenbaum scissors. Once this was completed, we turned our attention to the repair of the abdominal wall hernia and the creation of the myofascial and lipocutaneous flaps. A component separation was the next step that was performed. The posterior recuts sheath was divided from the overlying rectus abdominis musculature in a circumferential pattern, which allowed for primary closure of the posterior rectus sheath, which was done with a #1 pds starting at the superior and inferior aspect of our defect and meeting in the middle. Once this was completed, a 10 x 20 cm strattice firm mesh was placed. It was secured in a parachute fashion to the overlying anterior rectus sheath. These parachute sutures were placed in a pattern that included the 12, 6, 3, and 9 o¿clock position firstly and then followed by sutures intermittent to these positions. Once the biologic mesh had been placed and secured to the overlying fascia, the rectus abdominis musculature was approximated using a 2-0 chromic and then the anterior rectus sheath was approximated using a #1 pds in a vertical mattress fashion. The space between the anterior and the posterior rectus sheath was infiltrated with 20 ml of long-acting marcaine. Once that was completed, a 19-french blake drain was brought out through a stab incision in the right lower quadrant with the tip of the drain placed over the newly closed anterior rectus sheath. The deep dermal tissue was approximated using a 3-0 vicryl, and then the skin on the incision was closed with a 3-0 nylon in a vertical mattress fashion. Steri-strips were placed as well as sterile dressings. In addition, the patient had a field block and the incisional block of 30 ml of 0.25% marcaine. The sterile dressings were applied. The patient tolerated the procedure well, was extubated in the operating room, brought to the recovery room in stable condition .¿ on (B)(6) 2015 (B)(6) hospital. Implant record. Implant sticker. Strattice. Lot: sp100144-181. Ref: (B)(4). Expires: 2016-06. Size (cm): 10x20 firm . On (B)(6) 2015 [missing records: a pathology report detailing analysis of the device and samples removed during the (B)(6) 2015 procedure were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the unknown gore device instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2020: the city of (B)(6) vital records certificate. Certificate of death. Death at age73 years. Immediate cause of death: hypertensive and arteriosclerotic cardiovascular disease. Other significant conditions contributing to death but not resulting in the underlying cause: recent influenza-like illness (probable covid-19 infection). Place of death: decedent¿s residence. Manner of death: natural. Autopsy: no. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. "Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. " the alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d:15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ additionally: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent hernia repair on an unknown date whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, abscess, mesh removal. Additional event specific information was not provided.